Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported for left side "pain, swelling, firmness", "fluid surrounding the implant". Patient reported "hypoechoic nodule", "small cyst", "peri-implant fluid could be due to a localized extracapsular rupture of the prosthesis". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Patient reported for left side "pain, swelling, firmness", 'stress', "fluid surrounding the implant". Patient reported "hypoechoic nodule", "small cyst", "peri-implant fluid could be due to a localized extracapsular rupture of the prosthesis", and capsular contracture baker grade unknown. Healthcare professional additionally reported 'burning, swelling' and 'complex folds'. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "hypoechoic nodule", "small cyst", "peri-implant fluid could be due to a localized extracapsular rupture of the prosthesis", and capsular contracture baker grade iii. The device has been explanted.

Event description:
Patient reported for left side "pain, swelling, firmness", 'stress', "fluid surrounding the implant". Patient reported "hypoechoic nodule", "small cyst (not device related)", "peri-implant fluid could be due to a localized extracapsular rupture of the prosthesis", and capsular contracture baker grade unknown. Healthcare professional additionally reported 'burning, swelling' and 'complex folds'. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Crease/folding of implant: not observed. Edema: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h6.